Event description:
Caller states expiration date of 09/10/07 printed on comfort curve strip vial. Manufacturer has the expiration date as 02/28/06. No adverse event reported. Requested return of suspect device and replacement was sent.